Event description:
On november 14, 2006 the lay user/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however, was unable to reach her by telephone. On november 20, 2006 the mas mailed a letter requesting the pt contact medical affairs. The mas also reviewed the recorded telephone call. The pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. At that time, the pt was experiencing the symptoms of nausea, headache and 'felt high.' The pt took no action following the use of the meter. The mas confirmed by reviewing the telephone call that the pt's daughter took her to the emergency room, where the pt's blood glucose level was tested to be 250 mg/dl and 260 mg/dl. The pt was admitted to the hospital, and treated with insulin. It would have been helpful to determine how long the power issue had occurred, if the pt had been able to test her blood glucose level prior to the onset of symptoms, if the pt took her normal meals and medications despite not being able to test her blood glucose level, the pt's admitting diagnosis, her medication regimen, if her medications are adjusted based on meter readings, and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had replaced the battery correctly, the battery contacts were in good condition, the pt was using the correct test strips, and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The pt was unable to obtain a blood glucose reading due to the power issue on the reported meter. She experienced symptoms that suggested hyperglycemia, and she received emergency medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.